Event description:
Pump alarm was reported during the load process, and no adverse impact to the customer's blood glucose level was noted. Despite assistance from technical support to load a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. As a corrective measure, technical support decided to replace the pump, confirming the customer's shipping details and instructing them to use multiple daily injections as a temporary backup therapy. The customer was also advised on how to return the faulty pump to tandem.